Event description:
It is reported that while impacting the femur, the blue plastic piece broke off.

Manufacturer narrative:
Evaluation: as returned, the portion of the poly impactor pad has fractured off. Impactor ends become damaged through repeated use due to impaction on the poly. Impactors or impactor heads should be replaced when the part is no longer functioning. The slap hammer slot is also severely damaged as indicated from mushrooming present. This instrument has a potential field age of approximately 13 months. Device history records indicate all components were manufactured and inspected to specification. Product exceeded useful life, normal wear and tear.